Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration,unilateral occlusion/ left essure coil seen protruding from os, right essure coil not visualized') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomoniasis. Concurrent conditions included migraine, facial pain, respiratory tract congestion, cough, numbness of lower extremities, tenderness, vaginal bleeding, bacterial vaginosis, ovarian cyst, pap smear abnormal, depression and uterine bleeding. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain :pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced device expulsion ("expulsion of essure device"), 8 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain :abdominal"). The patient was treated with surgery (dilatation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, device expulsion, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: left occlusion only. Right fallopian tube. Left sterilization device is in anatomic position. Occluded appearing left fallopian tube.. Lot number: 676713, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dyspareunia (painful sexual intercourse), expulsion of essure device" added , reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration,unilateral occlusion/ left essure coil seen protruding from os, right essure coil not visualized') in an adult female patient who had essure (batch no. 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomoniasis. Concurrent conditions included migraine, facial pain, respiratory tract congestion, cough, numbness of lower extremities, tenderness, vaginal bleeding, bacterial vaginosis, ovarian cyst, pap smear abnormal, depression and uterine bleeding. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pain :pelvic"), abdominal pain ("pain :abdominal") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: left occlusion only. Right fallopian tube. Left sterilization device is in anatomic position. Occluded appearing left fallopian tube.. Lot number: 676713, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration,unilateral occlusion/ left essure coil seen protruding from os, right essure coil not visualized') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s).". The patient's medical history included trichomoniasis. Concurrent conditions included migraine, facial pain, respiratory tract congestion, cough, numbness of lower extremities, tenderness, vaginal bleeding, bacterial vaginosis, ovarian cyst, pap smear abnormal, depression and uterine bleeding. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain :pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant) and device expulsion ("expulsion of essure device"), 8 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain :abdominal"). The patient was treated with surgery (dilatation and curettage). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, device expulsion, depression, anxiety and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: left occlusion only. Right fallopian tube. Left sterilization device is in anatomic position. Occluded appearing left fallopian tube.. Lot number: 676713, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: plaintiff fact sheet received. Event added per pfs: apareunia (inability to have sexual intercourse), failure to occlude (close) fallopian tube(s). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration,unilateral occlusion/ left essure coil seen protruding from os, right essure coil not visualized') in an adult female patient who had essure (batch no. 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomoniasis. Concurrent conditions included migraine, facial pain, respiratory tract congestion, cough, numbness of lower extremities, tenderness, vaginal bleeding, bacterial vaginosis, ovarian cyst, pap smear, depression and uterine bleeding. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pain :pelvic"), abdominal pain ("pain :abdominal") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: left occlusion only. Right fallopian tube. Left sterilization device is in anatomic position. Occluded appearing left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: medical records received :- reporter information, lot no was added. Medical history, concomitants drugs and lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration,unilateral occlusion') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain pelvic"), abdominal pain ("pain : abdominal") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury to herself¿ was updated to more specified events¿ migration, general abnormal bleeding, pain: pelvic, pain: abdominal and psych injury¿. Reporters, demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.